Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Examination of the returned device revealed no damages on the returned pullback sled. The returned sled was able to properly connect to the motor drive unit (mdu). During functional testing using a test catheter, the sled was able to properly pull back and performed within specifications. No issues or defects were observed during product analysis of the returned accessory. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2015-02939, 2134265-2015-02940 and 2134265-2015-02942. It was reported that automatic pullback failure has occurred. During a percutaneous coronary intervention an opticross¿ imaging catheter was used in conjunction with a pullback sled and motor drive unit to diagnose an unspecified target lesion, however automatic pullback failure had occurred. When the device was flushed during preparation, water was leaking from the hub. The physician used another catheter but no image was displayed and nothing happened when they pressed the pullback button. The sled was reconnected but the problem still existed. Then the physician used another sled but still no image had shown. It was discovered that water leaked inside the sterile bag at the motor drive connection port and it could not be read by the ilab. The physician decided to replace the sled and use an atlantis imaging catheter with the motor drive unit and the problem was solved. No patient complications reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2015-02939, 2134265-2015-02940 and 2134265-2015-02942. It was reported that automatic pullback failure has occurred. During a percutaneous coronary intervention an opticross¿ imaging catheter was used in conjunction with a pullback sled and motor drive unit to diagnose an unspecified target lesion, however automatic pullback failure had occurred. When the device was flushed during preparation, water was leaking from the hub. The physician used another catheter but no image was displayed and nothing happened when they pressed the pullback button. The sled was reconnected but the problem still existed. Then the physician used another sled but still no image had shown. It was discovered that water leaked inside the sterile bag at the motor drive connection port and it could not be read by the ilab. The physician decided to replace the sled and use an atlantis imaging catheter with the motor drive unit and the problem was solved. No patient complications reported and the patient's condition is stable.